Event description:
It was reported that during insertion of the iab there was difficulty advancing the guide wire. Eventually the guide wire was advanced and the catheter was advanced over it. Upon attempting to remove the guide wire, it became stuck. The iab and guide wire were removed as a unit and another iab was successfully inserted. There were no patient complications.